Manufacturer narrative:
Two photos were sent in-the two finished products noted to be identical. In picture two there is a 22g catheter assembly and a 20g catheter assembly. Without the defective unit, the failure investigation was unable to be carried out. No testing or visual inspection could be performed, as no product was made available for evaluation.

Event description:
Information was received that difficulties are being observed with increased frequency with the new jelco. Upon placement, due to the rigidity of the material, it is displaced intravenously after the puncture. In most cases this causes the rupture of the vessel. Additionally, since using these catheters the rate of phlebitis has increased.